Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed a problem with the flexvision pc. The onsite engineer restarted the system and the device returned to use in good working order. Component code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the complaint. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse restarted the system. After the restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem and health impact codes were corrected.

Event description:
It has been reported to philips that the flexvision display did not work. No harm has been reported to philips. Philips has started an investigation of this complaint.